Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. Using the right radial artery for access, angiography determined that the distal left circumflex (lcx) artery had an eccentric 95% stenosis. A 2.25x16mm taxus atom was advanced to the lesion but would not cross the lesion at the proximal lcx. Upon removal of the device, it was noted that the stent had dislodged. Further investigation showed that the stent remained behind partly in the proximal lcx artery and partly in the left main coronary artery (lmca). A 1.5x6mm non bsc balloon was then inflated to 2 atmosphere's (atm's) at the top portion of the stent to attempt to drag it back into the guide catheter, however this was unsuccessful. A 2nd attempt was made with a 2.0x12mm non bsc balloon, but again was not successful and caused the stent to migrate into the lmca. At this point a decision was made to switch arterial access to the right femoral artery. Two guide wires were easily advanced and an attempt was made to twist the wires around the stent to drag it back into the guide catheter, but this was not successful. Then a snare was advanced, and successfully removed the dislodged stent. Treatment of the lcx artery continued with the advancement of a 1.5x12mm non bsc balloon which met resistance but did eventually cross the lesion and was inflated to 10 atm's. An additional 2.0x15mm non bsc balloon was advanced and inflated to 12 atm's. An attempt was then made to place a 2.25x15mm non bsc stent, but it would not cross the proximal lcx artery due to a spicule of calcium that was detected. At that point, a decision was made not to place a stent due to the difficult anatomy. Timi 3 flow was obtained and residual stenosis was 40%. The patient tolerated the procedure with no immediate complications.

Manufacturer narrative:
A visual and microscopic examination found that the stent delivery system (sds) was returned with the stent returned separately. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A product mandrel was inserted with no resistance encountered. A visual and microscopic examination identified no damage to the shaft of the device. The stent was returned damaged and stretched throughout. The struts at one end of the stent were bunched. The stent struts at the other end of the stent were stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. Using the right radial artery for access, angiography determined that the distal left circumflex (lcx) artery had an eccentric 95% stenosis. A 2.25x16mm taxus atom was advanced to the lesion but would not cross the lesion at the proximal lcx. Upon removal of the device, it was noted that the stent had dislodged. Further investigation showed that the stent remained behind partly in the proximal lcx artery and partly in the left main coronary artery (lmca). A 1.5x6mm non bsc balloon was then inflated to 2 atmosphere's (atm's) at the top portion of the stent to attempt to drag it back into the guide catheter, however, this was unsuccessful. A 2nd attempt was made with a 2.0x12mm non bsc balloon, but again was not successful and caused the stent to migrate into the lmca. At this point a decision was made to switch arterial access to the right femoral artery. Two guide wires were easily advanced and an attempt was made to twist the wires around the stent to drag it back into the guide catheter, but this was not successful. Then a snare was advanced, and successfully removed the dislodged stent. Treatment of the lcx artery continued with the advancement of a 1.5x12mm non bsc balloon which met resistance but did eventually cross the lesion and was inflated to 10 atm's. An additional 2.0x15mm non bsc balloon was advanced and inflated to 12 atm's. An attempt was then made to place a 2.25x15mm non bsc stent, but it would not cross the proximal lcx artery due to a spicule of calcium that was detected. At that point, a decision was made not to place a stent due to the difficult anatomy. Timi 3 flow was obtained and residual stenosis was 40%. The patient tolerated the procedure with no immediate complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.